Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils noted to be deeply embedded within uterine body and myometrium bilaterally.'), genital haemorrhage ('bleeding') and pelvic pain ('increasingly severe pain / chronic pelvic pain') in a 37-year-old female patient who had essure (batch no. A45117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy, syncope, vitamin d deficiency, diarrhea, nephrolithiasis, abdominal tenderness, emesis, insomnia, major depression, inflammatory bowel disease, colonoscopy, bloating and sexually active. Sedimentation rate was 39. Chest x-ray showed no acute disease. Fulgeration of endometriosis findings: adhesions of left fallopian tube, ovary, and descending colon to left pelvic sidewall. Grossly normal appearing uterus, fallopian tubes and ovaries. Right ovary with simple appearing 2cm cyst. Small powder-burn type endometriosis implants along left pelvic side wall and at left uterosacral ligament. On exam of uterus following hysterectomy, essure coils noted to be deeply embedded within uterine body and myometrium bilaterally. Previously administered products included for an unreported indication: zofran, phenergan, ondansetron, rocephin, norco, mirena and promethazine. Concurrent conditions included lobar pneumonia, headache, weakness generalized, neck pain, sinusitis, spinal tap, hematuria, cephalgia, gastroenteritis, degenerative disc disease, vomiting, urinary retention, hypokalemia, status migrainosus, asthma, urination difficulty, ovarian cyst, adnexa uteri cyst, hemorrhagic cyst, pap smear abnormal, biopsy, nickel sensitivity, concentration impairment, bruising, anxiety, endometriosis, adhesion, uterine bleeding, bowel motility disorder, uti and adenomyosis. Concomitant products included leuprorelin acetate (lupron depot) and oxycodone hydrochloride (roxicodone). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding/menorrhagia"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), migraine ("excessive migraines"), back pain ("chronic back pain"), abnormal weight gain ("excessive weight gain"), abdominal distension ("abdominal bloating") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with topiramate (topamax) and surgery (laparoscopically-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, vaginal haemorrhage and dysmenorrhoea outcome was unknown, the genital haemorrhage and vulvovaginal pain had resolved and the pelvic pain, pelvic discomfort, menorrhagia, alopecia, dyspareunia, migraine, back pain, abdominal pain, abnormal weight gain and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, migraine, pelvic discomfort, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: 1. Punctate nonobstructing calculi are noted. 2. Cholelithiasis without CT evidence of cholecystitis. 3. Mild thickening of the urinary bladder wan may be related to under distension but please correlate with urinalysis in the exclusion of cystitis.. Computerised tomogram head - on an unknown date: she had a CT of her head which showed some sinusitis, otherwise okay. Computerised tomogram pelvis - on (B)(6) 2013: 1. Punctate nonobstructing calculi are noted. 2. Cholelithiasis without CT evidence of cholecystitis. 3. Mild thickening of the urinary bladder wan may be related to under distension but please correlate with urinalysis in the exclusion of cystitis.. Hysterosalpingogram - on (B)(6) 2013: results: coils were properly placed. Total bilateral occlusion. Total occlusion. Hysterosalpingogram was performed. Bilateral essure device are in normal position within the right and left fallopian tubes. There is normal filling of uterine cavity and uterine cornua. Bilateral fallopian blockage s/p essure contraceptive devices.. Lumbar puncture - on an unknown date: had a lp that showed 1 wbc and 0 rbc.. Pregnancy test - on an unknown date: the result was negative. Ultrasound pelvis - on an unknown date: no evidence or torsion. Left ovarian cyst within normal limits for a physiologic cyst. Resolution or previously seen righht ovarian complex cyst consistent with a hemorrhagic cyst.. Urine analysis - on an unknown date: she had some hematuria on urinalysis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils noted to be deeply embedded within uterine body and myometrium bilaterally.'), genital haemorrhage ('bleeding') and pelvic pain ('increasingly severe pain / chronic pelvic pain') in a (B)(6) female patient who had essure (batch no. A45117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy, syncope, vitamin d deficiency, diarrhea, nephrolithiasis, abdominal tenderness, emesis, insomnia, major depression, inflammatory bowel disease, colonoscopy, bloating and sexually active. Sedimentation rate was 39. Chest x-ray showed no acute disease. Fulguration of endometriosis findings: adhesions of left fallopian tube, ovary, and descending colon to left pelvic sidewall. Grossly normal appearing uterus, fallopian tubes and ovaries. Right ovary with simple appearing 2cm cyst. Small powder-burn type endometriosis implants along left pelvic side wall and at left uterosacral ligament. On exam of uterus following hysterectomy, essure coils noted to be deeply embedded within uterine body and myometrium bilaterally. Previously administered products included for an unreported indication: zofran, phenergan, ondansetron, rocephin, norco, mirena and promethazine. Concurrent conditions included lobar pneumonia, headache, weakness generalized, neck pain, sinusitis, spinal tap, hematuria, cephalgia, gastroenteritis, degenerative disc disease, vomiting, urinary retention, hypokalemia, status migrainosus, asthma, urination difficulty, ovarian cyst, adnexa uteri cyst, hemorrhagic cyst, pap smear abnormal, biopsy, nickel sensitivity, concentration impairment, bruising, anxiety, endometriosis, adhesion, uterine bleeding, bowel motility disorder, uti and adenomyosis. Concomitant products included leuprorelin acetate (lupron depot) and oxycodone hydrochloride (roxicodone). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding/menorrhagia"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), migraine ("excessive migraines"), back pain ("chronic back pain"), abnormal weight gain ("excessive weight gain"), abdominal distension ("abdominal bloating") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with topiramate (topamax) and surgery (laparoscopically-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, vaginal haemorrhage and dysmenorrhoea outcome was unknown, the genital haemorrhage and vulvovaginal pain had resolved and the pelvic pain, pelvic discomfort, menorrhagia, alopecia, dyspareunia, migraine, back pain, abdominal pain, abnormal weight gain and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, migraine, pelvic discomfort, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: punctate nonobstructing calculi are noted. Cholelithiasis without CT evidence of cholecystitis. Mild thickening of the urinary bladder wan may be related to under distension but please correlate with urinalysis in the exclusion of cystitis. Computerised tomogram head - on an unknown date: she had a CT of her head which showed some sinusitis, otherwise okay. Hysterosalpingogram - on (B)(6) 2013: results: coils were properly placed. Total bilateral occlusion. Total occlusion. Hysterosalpingogram was performed. Bilateral essure device are in normal position within the right and left fallopian tubes. There is normal filling of uterine cavity and uterine cornua. Bilateral fallopian blockage s/p essure contraceptive devices. Lumbar puncture - on an unknown date: had a lp that showed 1 wbc and 0 rbc. Pregnancy test - on an unknown date: the result was negative. Ultrasound pelvis - on an unknown date: no evidence or torsion. Left ovarian cyst within normal limits for a physiologic cyst. Resolution or previously seen right ovarian complex cyst consistent with a hemorrhagic cyst. Urine analysis - on an unknown date: she had some hematuria on urinalysis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs and mr received-case becomes incident. New event embedded device, genital hemorrhage, vaginal hemorrhage, dysmenorrhea and vulvovaginal pain were added. Product information lot number, indication and removal date were added. Patient information race and height were added. Concomitant medication lupron depot, roxicodone and treatment medication topamax were added. New reporter and consumer address were added. Medical record and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.